Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. Event problem and evaluation codes: method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter, in the patient's right eye (od) and the lens tore/broke. The lens was removed with no reported patient injury. The lens was exchanged for another same model lens and the problem was resolved.